Event description:
It was reported that a malfunction occurred on a customer's insulin pump with a malfunction code malf 16. There was no adverse impact to the customer's blood glucose level. The customer was advised to use a backup insulin pump until a replacement could be provided by tandem technical support. Cts provided instructions for safely storing the faulty pump and arranged for its return, while sending a replacement pump with updated software to the customer. The customer received guidance on reprogramming settings and connecting their cgm to the new pump, which they understood and acknowledged.